Event description:
After the implant was completed, patient presented to the physician with headaches and pain in the back of their tongue, right ear, and right side of their head. Patient was diagnosed with glossopharyngeal and trigeminal neuralgia. Physician prescribed nerve medication to control the pain. Patient presented back to the physician with constant pain in ear and when moving tongue.